Event description:
It was reported prior to starting a da vinci-assisted surgical procedure, an error 32056 occurred on a universal surgical manipulator (usm). The procedure was aborted with no reports of injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue. A system restart did not solve the issue, so the fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.